Event description:
It was reported that (1) device was used during a lung resection. It was reported by the rep that one side of the ez45g instrument fired, and not the other. Another instrument was opened and used to complete the case. There was a loss of 200-300 cc's of blood. It is unk if blood was transfused.